Event description:
Journal reference: salazar ml, eiland ls. Intrathecal baclofen withdrawal resembling serotonin syndrome in a boy with cerebral palsy. Pediatric emergency care, in 2008. Patient had experienced intermittent episodes of drawing up his legs, shakiness and diaporesis. Following investigation patient was discharged home, but became increasingly agitated, spastic and shaky. He was readmitted for upper gastrointestinal tract bleeding and abdominal pain. His ast and alt levels increased. An examination indicated chronic gastritis and mild oesophagitis. Patient was given morphine and pantoprazole for pain relief. He then experienced increasing agitation, spasticity, rigidity, tachycardia and increased blood pressure. After finding out that patient was due to be refilled in a week the pump was immediately refilled. Patient's condition improved dramatically. At last follow-up, he continued to do well. Pump manufacturer is unknown.